Manufacturer narrative:
Failure analysis on the returned power management board shows that the power management (pm) pcba was tested and no failures were identified. The (B)(4) error code could not be duplicated.

Event description:
The customer reported that the ventilator failed with a 3.3 volt supply error. The customer reported there was no patient involvement.